Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that right ventricular lead was exhibiting noise resulting in inhibition. The patient was brought into the clinic. Upon review it was also noted that the atrial lead exhibited noise. Programming changes were performed. The patient was in stable condition.